Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: circuit board damage should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scope had no image. The issue was found during set up for an unspecified procedure. No harm reported.